Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl at the time of incident. The customer experienced nausea due to high blood glucose. The customer treated high blood glucose with insulin pump and injection. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the basal rate and bolus wizard was programmed accurately. The insulin pump pass high pressure test. The insulin pump alarmed insulin flow block. Customer was reporting a past event. Customer reported that alarm did not occur during fill tubing. Customer reported that event was resolved by changing complete set. The customer was assisted in performing a 5.0u fill cannula and insulin exited. The insulin pump will not be returned for analysis.